Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot attach to motor" could not be confirmed. However during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received form the USA stating that the device was making it difficult to add and remove attachments. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.